Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter displayed inaccurately low results compared to the patient's feelings/normal results and to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to say when the subject meter started reading inaccurately. She reported that on the morning of (B)(6) 2016, the patient obtained an alleged inaccurately low blood glucose result on the meter of 180 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. The reporter claimed that an unknown time later, the patient developed symptoms of extreme fatigue, nausea, vomiting, severe headache and shortness of breath&#56224;she claimed that the patient was taken to the emergency room where an alleged inaccurately low blood glucose result of 244 mg/dl was obtained on the subject meter compared to 411 mg/dl on a laboratory device, performed within 10-30 minutes of each other. The reporter did not know whether any food or medication had been taken between the results. Based on statistical methodology, the calculated difference between the reported results may fall outside lfs's criteria for accuracy. The reporter claimed that the patient's symptoms were treated with IV fluids by a healthcare professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The cca also confirmed with the reporter that the patient had used an approved sample site to obtain the blood samples and the reporter described the correct testing steps. However, the cca also noted that the patient's test stripshad expired in (B)(6) 2016. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained inaccurately low readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia which required hcp intervention, after the alleged meter issue began.